Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Analysis of the returned devices consisted of a visual and functional evaluation, as well as a device history review. The examination determined that the reported incident is an isolated event and the failure could have resulted from a patient related issue. We have assigned complaint number 20170274 this report.

Event description:
As reported by user facility: from nurse: I went to go and change the infant's diaper and vent his gt tube (14 french mini) was found to be out of the patient's stomach. The doctor and surgery was called immediately. There was a large visible hole in the balloon and when I filled the balloon with sterile water, the sterile water came right back out, thereby indicating that the product was broken. The balloon had originally been filled with 4 ml of water by surgery (manufacture recommends 3 - 5 ml of sterile water). While awaiting a new gt tube, a 14 french foley catheter was placed in the site in order to keep it patent. New 14 french mini was replaced by md and filled with 3 ml of sterile water this time. I expressed concern over using the same product as this is the second time that this has occurred in the last week.